Event description:
As reported, a pin hole was noted 3cm distal from the zero cm marker on the PICC device located in the right bassilic causing infiltration of the infusion therapy. The PICC was exchanged for a new one. The original device has been disposed of at the hospital and will not be returned.

Manufacturer narrative:
As the used catheter was disposed of by the hospital, no device evaluation is possible. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the compliant. The review confirms that the lots met all material, assembly and performance specifications with no deviations related to the reported defect. The aug 2008, a medical complaint report was reviewed and no adverse trend was noted for the reported failure mode. The directions for use packaged with the device contain the following cautions: " if catheter and components show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not use sharp instruments near the extension tubes or catheter shaft. Avoid sharp or acute angles during insertion which may compromise catheter functionality. Do not use scissors to remove the dressing, as this may possible cut or damage the catheter, excessive force should not be sued to flush an obstructed lumen. Do not use small than a 10 ml syringe." Process controls include incoming inspection of the catheter tubing, as well as several in-process manufacturing tests of the catheter including visual inspection, leak testing, dimensional inspection, and tensile testing. Although the exact root cause is unable to be determined without a returned sample, manufacturing records indicate that the device met specification.